Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 125 mg/dl. There were no significant events leading to the alarm. The buttons were not pressed for three minutes or longer. The device was not dropped or exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. No button response and button error alarms due to corroded keypad traces. No button error alarms noted.